Manufacturer narrative:
(B)(4). Review of radiographs confirmed the reported event. The pt has received no revision surgery; the construct remains implanted. It is unk if the fall contributed to the reported event. Root cause of the event is unk. Labeling review notes: "...potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, nonunion, fracture of the vertebra, neurological injury, and vascular or visceral injury..."

Event description:
Approx one month following corpectomy and implantation of a vertebral body replacement construct, the screws were reported to have backed out several millimeters. The pt was reported to have fallen. No injury was reported.